Event description:
The company was informed that the pt's implant scar has become infected with a multiresistant bacteria and the scar has opened 2mm. Previously the pt had a skin flap infection in (B)(6) that was treated with antibiotics. The pt is currently being treated with antibiotics for 6 weeks. The pt is reportedly feeling fine. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.